Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient hasn¿t been able to charge for the past 3 weeks. The patient noted having poor coupling, and getting only 2 bars. The rep was trying to do a physician mode reset (pmr) at the time of the report, when the implantable neurostimulator (ins) started to overstimulate the patient. The rep also mentioned they were seeing a ¿device not supported¿ screen on their clinician programmer. The rep performed a pmr again, and the overstimulation had stopped. The rep re-checked the clinician programmer, and got the ¿device not supported¿ message again. They stated that they had the aau card, which should work with the patient¿s ins (97712). It was determined that the rep had the clinician programmer over the patient¿s interstim device (3058). The rep then placed the recharger over the ins (97712), and was able to see the normal charging screen. The rep was going to continue to charge the patient¿s ins. Patient services had the rep reviewed with the patient that their ins (97712) was on their left side, and their interstim device was on their right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s recharging and poor coupling issues were due to the patient having their recharger over the wrong device. It was determined that the patient was trying to their bladder stimulator ins. They clarified that the patient¿s bladder stimulator ins is on their right side, and the spinal cord stimulator ins is on their left side. The rep stated that the patient¿s poor coupling, recharging, and overstimulation issues have been resolved. No further complications were reported.